Manufacturer narrative:
Correction: on initial MDR the product code of a0414 was an error. It should have been a0401 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional; reported that during an intraocular lens (iol) the lens haptic stuck in cartridge and broken. The surgery was completed on the same day. Additional information has been requested.